Manufacturer narrative:
Result: safety bar.

Event description:
It was reported by service report that during preventative maintenance found some issues with the safety bar. No pt involvement or adverse consequences are reported.